Event description:
It was reported that issues occurred after the implantation of an clavicle fracture plate with multiple screws in (B)(6) 2024. Since the implantation the patient suffers from persistent symptoms and possibly inflammatory reactions, the cause of which is still unclear. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.